Manufacturer narrative:
The investigation was not able to determine a root cause for this issue. There was insufficient data provided by the customer.

Event description:
The customer received questionable results for ion selective electrode (ise) on sodium (na), potassium (k) and chloride (cl) on approximately 60 to 70 patient samples. The issue occurred between midnight and 6:00 am on (B)(6) 2013. The customer indicated that most of the samples were from the "(B)(6)" unit. The customer provided an example of a na result on one patient. The customer also determined there were some samples affected for k and cl, but no data was provided. All results are in mmol/l. Patient 1, identified as (B)(6), had an initial na result of 125. This result was reported outside of the laboratory and was questioned by a nurse. The sample was repeated on c8000 core serial number (B)(4) with an accompanying ise module serial number (B)(4), and generated a repeat result of 138. The customer deemed the results from the other analyzer to be the correct results. At least one erroneous result was known to have been reported outside of the laboratory. The customer indicated that a patient received sodium as a result of a reported low value, but the customer refused to provide any further information. It is not known if the patient who received the sodium treatment was patient 1. The lot number for the na electrode in use was not provided by the customer. The customer noticed that the ise bath seemed to be overfilled and there was a wicking up under the reaction cells, but the customer did not notice any wicking under the metal plates. The customer cleaned the reaction bath and filter, but it did not appear to help. The field service representative found there were clogged vacuum lines. He replaced the vacuum diaphragms, cleared the vacuum lines leading to the vacuum tank and cleaned two valves. The customer performed calibration and qc with no errors and precision was run on the ise without errors. The customer indicated things are working well now.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results - device subassembly - vacuum lines.